Event description:
Device was used during a total gastrectomy. Reportedly, instrument did not fire. Surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.